Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours on their arm. As treatment a new pod was applied. The device was originally reported for leaking insulin and not adhering properly to the patient's skin.

Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. Investigation found a hole in the exposed portion of the soft cannula. Fluid diverted through the hole upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.